Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that the lower case was broken and that the hanger assembly and two case screws were contaminated. It was also indicated that some display pixels were operating incorrectly. It was also indicated that two wires were pinched and one had compromised insulation. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) required service for it's connectors. The epg was returned for service. No patient complications have been reported as a result of this event.